Event description:
The customer stated a patient generated discrepant low results across multiple parameters on the cell-dyn emerald. A patient who was vomiting blood came into the physicians office where a complete blood count was run on the cell-dyn emerald. The patient generated a hemoglobin (hgb) result of 7.4 g/dl, a white blood count (wbc) of 5.6 k/ul and a hematocrit of 22.4%. Due to the low hgb result, the patient was sent to the hospital and retested, yielding a hgb result of 14.7 g/dl and a wbc of 11.4 k/ul. The hospital informed the physicians's office of the discrepant results and the original sample was retested yielding a hgb of 16.2 g/dl and a wbc of 12.2 k/ul. There was no report of impact to patient management.

Event description:
Correction to description of event. The patient generated a hemoglobin result of 7.3 g/l on the cell-dyn emerald when tested at the physician's office.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A review of historical data and labeling was performed along with a review of data submitted by the customer and the complaint documentation. This event may have been caused by pre-analytical issues; however, without additional information, root cause cannot be determined. Upon additional follow-up through customer service, the customer reported that the initial cbc done at the office was run within 5 minutes post draw, and the repeat was done about 2-3 hours later after the hospital notified them. The cell-dyn emerald instrument is currently performing as expected. The cell-dyn emerald operator's manual states that specimens must be mixed well before analysis. It is recommended that specimens be mixed for 10 minutes on a rotary mixer or rocker that rotates 20 - 30 times/minute. In addition, when patient results are suspect, the customer is directed to confirm instrument performance by running controls. If imprecise or inaccurate wbc, hgb, or hct results are observed, the customer is directed to perform various corrective actions, including back flush and/or bleach clean. No product deficiency is identified for the cell-dyn emerald.